Event description:
Account reported that patient underwent uneventful ilasik in both eyes in (B)(6) 2014. Presented at 1 day post op, stating he bumped his right eye. Slit lamp exam noted slipped flap and striae in right eye. Surgeon brought patient to laser suite and lifted and smoothed the flap. Unable to remove striae, so he used alcohol to removed epithelium, stretched flap, place a bandage contact lens and discharged patient. Visual acuity sans corrected vasc (B)(6) 2014 20/50 right eye and 20/20 left eye. Epithelial defect 95% healed in right eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.